Event description:
It was reported that burr detachment occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified posterior tibial artery. A 1.25mm peripheral rotalink plus, a peripheral rotawire guidewire and a 2.5mm x 20mm x 143cm coyote es balloon were selected for use. During the priming/platforming of the rotalink, the physician noticed that the burr dislodged from the catheter. The burr was sitting on the wire detached from the tip of the catheter. They immediately discarded/put aside the whole setup including rotawire number one. They opened up a second rotalink and a second rotawire to continue with the procedure. The rotalink number two worked fine and was removed without any issues. They then opened a coyote balloon to post dilate the lesion but the balloon would not advance properly. Physician decided to remove the balloon and exchange the wire, the balloon was removed and intact. The physician used a rubicon/savion combination to buddy wire. Once the savion guidewire was in place, the physician removed the rotawire. However, rotawire number two upon removal, broke off by the distal tip. The break occurred when the wire was coming out of the sheath. The physician used fluoroscopy to see if any fragments were left behind. The dislodged tip was hanging on the sheath and was pulled out. They opened up another coyote balloon to complete the procedure. No complications were reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was visually and microscopically inspected. The device was found to have fractured 187cm distal of the proximal end. The distal end of the wire was not returned for analysis. Dimensional inspection of the overall length, outer diameter (od) of distal tip and od of middle of the device could not be performed due to device condition. The measured dimensions were within specification. Media inspection was performed and the fractured rotawire is visible. No other issues were identified during the product analysis.

Event description:
It was reported that burr detachment occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified posterior tibial artery. A 1.25mm peripheral rotalink plus, a peripheral rotawire guidewire and a 2.5mm x 20mm x 143cm coyote es balloon were selected for use. During the priming/platforming of the rotalink, the physician noticed that the burr dislodged from the catheter. The burr was sitting on the wire detached from the tip of the catheter. They immediately discarded/put aside the whole setup including rotawire number one. They opened up a second rotalink and a second rotawire to continue with the procedure. The rotalink number two worked fine and was removed without any issues. They then opened a coyote balloon to post dilate the lesion but the balloon would not advance properly. Physician decided to remove the balloon and exchange the wire, the balloon was removed and intact. The physician used a rubicon/savion combination to buddy wire. Once the savion guidewire was in place, the physician removed the rotawire. However, rotawire number two upon removal, broke off by the distal tip. The break occurred when the wire was coming out of the sheath. The physician used fluoroscopy to see if any fragments were left behind. The dislodged tip was hanging on the sheath and was pulled out. They opened up another coyote balloon to complete the procedure. No complications were reported and the patient was fine post procedure.